Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient was having more back pain again and the issue began they would say about 6 months ago. The patient also stated that their implant was not lasting as long and patient used to go for 3 days but the implant now had to be charged every day or 2 and a half days. Issue started a while ago.  The patient stated they were adjusting group a program 1 up and down to relieve the their back pain. It was currently charged to 60% (agent understood this as implant). The manufacturer's patient services specialist (pss) reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number. Caller daniel rose was also present during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.